Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cardiosave intra-aortic balloon pump (iabp) had high temperature. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11 , e3. It was reported that cardiosave intra-aortic balloon pump (iabp) had high temperature. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. There were no errors logged in the system. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to use.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had high temperature. There was no patient involvement.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : b5.